Manufacturer narrative:
Follow up 03-aug-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who experienced metallic taste in her mouth post essure (fallopian tube occlusion insert) placement. The devices were removed and she recovered from this event. The reported event was considered serious due to medical importance and is unlisted according to essure's reference safety information. A large number of medical disorders can be associated with gustatory dysfunction, including infections, drug use and chemical exposure. The essure micro-insert consists of a nickel-titanium alloy, which is generally considered safe. In this particular case, limited information was provided (no information was given about patient's concomitant conditions/or drugs). Nevertheless, considering the close temporal relationship between essure insertion and the reported event and as patient recovered with devices removal; causality with the suspect insert cannot be excluded. This case was considered an incident, since essure removal was required. Additionally non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and was experiencing metallic taste in mouth post essure placement. Correction on (B)(4) 2015 after a company internal review: case was considered medically confirmed. The product technical complaint (ptc) investigation and final assessment were received on (B)(4) 2015. The bayer reference number for the ptc report is: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event not indicative of a quality deficit per se and was considered unrelated by company at this point in time. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up information received on (B)(6) 2015 from physician: physician stated she did remove the essure coils and the patient's metallic taste went away. The patient was doing a lot better. The metallic taste occurred during the 3 month waiting period for the hsg (hysterosalpingogram) test and the patient didn't want to wait anymore. She had also complained about some joint pains and fatigue. The patient had the essure removed and all her symptoms resolved. Case was upgraded to incident. Follow up information received on (B)(4) 2015: ptc assessment updated without major changes. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who experienced metallic taste in her mouth post essure (fallopian tube occlusion insert) placement. The devices were removed and she recovered from this event. The reported event was considered serious due to medical importance and is unlisted according to essure's reference safety information. A large number of medical disorders can be associated with gustatory dysfunction, including infections, drug use and chemical exposure. The essure micro-insert consists of a nickel-titanium alloy, which is generally considered safe. In this particular case, limited information was provided (no information was given about patient's concomitant conditions/or drugs). Nevertheless, considering the close temporal relationship between essure insertion and the reported event and as patient recovered with devices removal; causality with the suspect insert cannot be excluded. This case was considered an incident, since essure removal was required. Additionally non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.